Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t7. During inflation, the ibt (inflatable bone tamp) started to leak contrast during the first insertion attempt into the vertebral body. The pressure was at 100 and the volume was 1cc. According to the report, it was a very small leak and no patient complications were reported. A new balloon was used to complete the procedure successfully.

Manufacturer narrative:
Product analysis observations: there was no presence of blood in or on the balloon. The balloon does appear to have been cleaned. The rupture could not be seen with the naked eye. Upon inflation it is revealed that there a pin hole ¿4.5mm from the tip of the balloon. The hole is in the balloon itself and not at the connection to the shaft. The balloon will inflate but will lose pressure. Conclusion: the location on the instrument of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.